Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call low blood glucose and auto mode issue. The customer's blood glucose was 51 mg/dl at the time of incident. Trouble shooting was performed and found sensor glucose level below 50 mg/dl and blood glucose 51 mg/dl and tried shutting auto mode for one hour and half. The help line advised to shut of for three hours. This morning customer turned off auto mode and has not been able to enter her blood glucose reading. Advised to navigate to auto mode readiness screen and unable to enter blood glucose since device had transitioned to auto basal. Advised to replace sensor. Customer treated the low blood glucose with 4 oz of orange juice and declined to trouble shoot for the low blood glucose. Sending replacement sensor. The product will not be returned for analysis.